Event description:
It was reported that the patient had a lead revision on (B)(6) 2012, where the paddle lead was replaced because the tail was severed in half (broken). The patient did well post-operatively.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient got a new implantable neurostimulator (ins) in august. Then the patient was having trouble with "rib stimulation" and no stimulation in her back. They had to wait to revise until (B)(4) 2012 because the patient's potassium levels were not "good". Since the revision the patient was "having better stimulation". It was stated that the patient was having "recharging issues sometimes". The patient has 8 coupling bars, but she had to monitor it closely to maintain.